Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer would not update software and experienced an error, and that the power cord bay was broken. It was also indicated that the stylus connector was damaged and that the stylus was not functional. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer would not update software with multiple attempts and experienced an error. The cord door also needed repair. The programmer was returned for service. There was no patient involvement.